Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported repeated occlusion alerts. The user cleared the alerts, but they recurred, leading to hyperglycemia with a highest blood glucose (bg) of 285 mg/dl. The user switched to backup therapy and a replacement ilet was arranged. No medical intervention was required.